Manufacturer narrative:
A beckman coulter field service engineer (fse) found leaking from the right probe on the ucta (universal closed tube aliquotter). The fse replaced the ucta probe wash valve to resolve the probe leak and quality control (qc) issues.

Event description:
The customer reported qc (quality control) recovery issues on their unicel dxc 880i synchron access clinical system. During the service visit, the field service engineer (fse) found contained leaking from the right probe on the ucta (universal closed tube aliquotter). The customer was wearing personal protective equipment. There was no report of injury or direct exposure to leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.